Event description:
Two hours after beginning a hemodialysis therapy, the pt experienced gastric pyrosis. Vomiting and difficulty breathing. The pt was disconnected from the system 1000 and moved to another hemodialysis instrument. The pt completed the dialysis treatment and partially recovered blood ph and bicarbonate values. The attending physicians decided to transfer the pt to another hosp where they stayed for 24 hours. The pt had another hemodialysis treatment the following morning and is currently in acid-base equilibrium and good clinical condition.